Event description:
It was reported that system shutdown occurred and the procedure was aborted due to this event. An angiojet ultra system console and avx thrombectomy set were selected for thrombectomy procedure. The console was working normally in the beginning however, it was noted that the screen suddenly went off. The console was reboot several times but neither the power button nor the eject button worked, and the screen remained off and also the drawer remained open, and the procedure was aborted. It was further reported that the issue was noted with the console and the patient was sedated wtih local anesthesia.

Manufacturer narrative:
Device evaluation by manufacturer: during product analysis, angiojet console sn: (B)(6) was received in good condition angiojet console sn: (B)(6) failed to power up. The fault was traced to a blown c10 capacitor on the drawer board and was confirmed. Device history record (DHR): it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: the complaint type does not present a new or unanticipated failure type or harm per risk management document. No further review is required. Investigation conclusion: boston scientific concludes the most probable root cause as "cause traced to component failure." Collectively, the information associated with this investigation indicates that the most probable cause of this event was " a blown c10 capacitor on the drawer board " since the device met all manufacturing requirements and passed all testing prior to distribution and analysis confirmed evidence of "system shutdown occurred and the procedure was aborted due to this event". No further escalation is required.

Event description:
It was reported that system shutdown occurred and the procedure was aborted due to this event. An angiojet ultra system console and avx thrombectomy set were selected for thrombectomy procedure. The console was working normally in the beginning however, it was noted that the screen suddenly went off. The console was reboot several times but neither the power button nor the eject button worked, and the screen remained off and also the drawer remained open, and the procedure was aborted. It was further reported that the issue was noted with the console and the patient was sedated with local anesthesia.

Event description:
It was reported that system shutdown occurred and the procedure was aborted due to this event. An angiojet ultra system console and avx thrombectomy set were selected for thrombectomy procedure. The console was working normally in the beginning however, it was noted that the screen suddenly went off. The console was reboot several times but neither the power button nor the eject button worked, and the screen remained off and also the drawer remained open, and the procedure was aborted.